Event description:
It was reported that the patient is having an increase in seizures. It was reported that the patient battery was interrogated and found to be nearing low battery. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a generator replacement occur. The generator was reported to have been discarded. No additional relevant information has been received to date.